Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the neurostimulator was programmed on (B)(6) 2011 and showed malfunction.

Event description:
It was reported that the pt went (B)(6) on (B)(6) 2011. The pt later noticed that her fecal incontinence frequency had increased. The pt tried to increase stimulation but did not feel any stimulation sensation. The device was ultimately explanted.

Event description:
Additional information received indicated that impedances of >4000 ohms were measured on the neurostimulator system on (B)(6), 2011. The patient tried different programs feel the stimulation with no success. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).